Manufacturer narrative:
(B)(4). Date of event: day and year known: (B)(6) 2019. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that when they opened the box, they noticed a hole in the packaging and could not use. There were no patient consequences.